Manufacturer narrative:
(B)(4). Date sent: 11/18/2020 d4: batch # u5an49 per photographic evaluation: upon visual inspection of three photos, the following was observed: the photo shows tissue and an unformed staple leg was observed protruding of tissue. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present, there were no staples present and the green check mark was displayed upon installation of test battery. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4); batch#: unk. The lot/batch was not provided, therefore, the manufacturing record evaluation could not be performed. Photos received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Event description:
It was reported that the doctor used the powered circular staple to perform the anastomoses after a colostomy reversal. After completing the firing, they performed a leak test, and there were no bubbles. However, when they used a scope to look at the inside of the lumen, they noticed that there were some staples that did not properly form. They had used a gst 60 with a blue reload to perform the distal transection on the bowel. There were no patient consequences reported.